Event description:
It was reported that the customer received an auto-off alarm in the evening and woke up with a blood glucose level of 380 mg/dl. Reportedly, the customer had last interacted with the pump 12 hours prior. During troubleshooting with tanderm technical support, the customer turned the auto-off feature off.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.